Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump has been shutting down and restarting on its own. Caller alleges pump did not alert him prior to shutting down. No adverse event reported. Requested return of the alleged device for evaluation.